Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
End-user alleges that sam300p will not connect to saver evo (makes humming sound when connected to computer). No patient involved.

Manufacturer narrative:
The device history record for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 26th august 2013. A visual inspection of the device revealed no apparent defects. The device was successfully connected to the pc via usb and the history and memory logs were. The history log for this device showed that the pad-pak was first installed on the 1st october 2013 and performed to specification up to the last log entry on the 4th march 2018. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was successfully connected to saver evo multiple times with no errors observed, all log entries from the above testing were successfully recorded. The device was disassembled to investigate. There were no visual abnormalities. Further investigation found no faults with the device returned to heartsine and performed to specification throughout testing at heartsine. The reported complaint alleged the device would not connect to saver evo. The investigation was unable to replicate this fault during the investigation. It is possible that a fault with the users hardware or usb cable had prevented connection with saver evo. Furthermore, the device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equates to 33 months of normal use without fault. The device successfully connected to saver evo at various stages during this testing. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Event description:
End-user alleges that sam300p will not connect to saver evo (makes humming sound when connected to computer). No patient involved.